Manufacturer narrative:
On (B)(6) 2026, a hospital care manager requested a replacement charger for a hospitalized ilet user. Hospital staff confirmed the admission (headache and diarrhea) was not related to diabetes management or ilet device performance, and no device malfunction or adverse event was reported. Device data for 13-jan-2026 could not be reviewed, as the latest available engineering logs were last synced on 29-nov-2025. However, there is no indication of device involvement based on the information provided.

Event description:
It was reported that a patient hospitalized for headache and diarrhea did not have a charger for their ilet device, and a replacement charger was requested by the hospital care team; the hospitalization was confirmed as unrelated to diabetes or ilet device function. Symptoms included headache and diarrhea. Outcomes included hospitalization unrelated to device performance. Investigation included review of the reported circumstances and confirmation that no device alerts or alarms occurred and no device malfunction was reported. Investigation of this case revealed no device problem and no device component failure, with the issue limited to an accessory need for a charger while the patient was inpatient. It was concluded, based on previously established findings for similar reports, that the cause was user circumstance unrelated to device malfunction.